Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a catheter kink occurred. The physician was trying to place a taxus express2 2.5 x 20 mm drug eluting stent when a kink occurred in the proximal shaft. No pt injuries or complications were reported.